Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) was checked the subject device and found that the reported event was duplicated due to the malfunction of the front panel unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined. However, based upon the information from osp there was the possibility that the reported phenomenon was attributed to the malfunction of the front panel unit due to the accidental failure or long-term use. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the front panel of the subject device did not function. There was no report of patient injury associated with this event.